Event description:
It was reported that during a rectal cancer procedure, the surgeon used the device to do the anastomosis then found that the device could cut the tissue but could not close the tissue. The surgeon had to use hand sewing to complete the procedure. The whole procedure was delayed around two hours and the patient accepted more anesthesia.

Manufacturer narrative:
(B)(4). : information was not provided by the initial contact. Uncut washer and blemished additional information: was the procedure done open/laparoscopically? Lap. What device was used for the proximal and distal transection? What color reload? Ec60 and ecr60d. What purse string technique was used or what purse string technique does this surgeon normally use? (Ex. Hand tied purse string, purse string device) purse string device. How was the purse string placed, by hand or with an assist device? If an assist device was used, what product? Assist device. Was the spike of the trocar inserted lateral or through the staple line? Through. What confirmation did the surgeon receive that the anvil was firmly attached? Crunch feedback. When the device was fired, where was the indicator within the green zone/gap setting scale? Behind 1/3. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Near. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Compressed until unable to fire further. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Low force when fired. Was there any difficulty removing the device from the tissue? No. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) Donut confirmation. Did the operation change significantly as a result of the device issue? No. What is the patients age and sex? Female and (B)(6). Did a hcp other than the primary surgeon fire the instrument? If so, whom? Hcp. Was there a recent conversion to ees devices in this account or with this surgeon? No. How was the patient impacted due to the anesthesia? The impact is the patient accepted more anesthetic. The analysis results found that the device arrived in good visual condition without staples present and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device, the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle), staples could be partially deployed without cutting the washer. For more information please refer to the instructions for use. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information: did the device staple at all? Yes. Was there an incomplete staple line? Yes. Were the staples malformed? The surgeon didn't take care of the staples but found some leak points.